Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one photo and two samples were returned by our quality team for evaluation. From the photos, the plunger rod was observed to be detached from the stopper and the plunger head was missing. The samples were subjected to visual inspection, and the plunger was observed to be separated from the stopper due to plunger head chip off. A device history record could not be evaluated as the lot number is unknown. The probable root cause of plunger head chip off could have occurred to the molded plunger tip hitting against the molded plunger target box when transferring from the molding machine to the assembly line. A curtain has been installed at the molded plunger target box in order to act as a cushion and reduce impulse. Communication with the production technicians to raise awareness on this defect will occur. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that syringe 1ml ls tuberculin had the stopper separated from the plunger. The following information was provided by the initial reporter: " the customer reported that the stopper was separated from the plunger."